Manufacturer narrative:
(B)(6). Correction: section g2: report source is corrected. Method: the subject device, bc191-05 flexitrunk infant nasal tubing 70mm was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and tested. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject device confirmed that one of the glider hooks was broken from the glider. Conclusion: we could not determine the exact cause of the reported failure. All flexitrunk nasal tubing are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 flexitrunk infant nasal tubing system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 flexitrunk infant nasal tubing.

Event description:
A healthcare facility in delaware reported via a fsher & paykel healthcare (f&p) field representative that while fitting the (B)(6) flexitrunk infant nasal tubing to the patient, the blue hook had broken off. The healthcare facility confirmed that there was no patient harm.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in delaware reported via a fisher & paykel healthcare (f&p) field representative that while fitting the bc191 flexitrunk infant nasal tubing to the patient, the blue hook had broken off. The healthcare facility confirmed that there was no patient harm.